Event description:
Defibrillator malfunctioned. After analyzing - "low battery" symbol. Changed battery and "low battery" symbol appeared again. The united tested ok at beginning of tour. Pads left at scene.